Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump locked her out and it sometimes did not deliver insulin. She experienced high blood glucose levels. Her blood glucose level was 600 mg/dl. She had nothing but liquids all day. The customer received the auto off alarm. She could also not hear the insulin pump beeping with her hearing aids. The customer bolused for her high blood glucose level. The device was not returned.